Event description:
Invalid result(s): invalid result. The user reported that their test did not produce a result.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: refer to cpus250973 form b investigation report (previous investigation for the same issue). The test results of retention samples from cov4129004 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s): invalid result. The user reported that their test did not produce a result.